Event description:
According to baxter the device delivered the total volume in 20 hours versus the expected 24 hours. The contents of the device are unknown, however, the total fill volume was 48ml. No patient injury reported.